Manufacturer narrative:
The reported events of insulation damage and a stylet advancing issue were confirmed. As received, a complete lead was returned in one piece with a stylet inserted inside. A visual examination found a cut to the outer insulation at the distal portion and the stylet was unable to be tested due to an overtorqued inner coil inside the connector region. The cause of the reported events was due to the overtorque of the inner coil and cuts to the outer insulation, which are consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance in the right ventricular lead and the right ventricular lead was damaged. The right ventricular lead was not used and replaced. The patient was in stable condition.